Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04025. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was used with a watchman ® access system. The closure device was deployed. It was not in an optimal position, so it was attempted to be fully recaptured. However, the closure device would not go back into the sheath. The access system kinked and it took quite a bit of time and effort to get the closure device out of the patient. The physician was finally able to fully recapture the closure device and it was removed from the patient along with the access system because it was kinked. The procedure was successfully completed with another access system and delivery system. There were no patient complications and the patient is fine.

Event description:
It was further reported that both the watchman ® laa closure device & delivery system and watchman ® access system were kinked during the full recapture. The physician was able to fully recapture the closure device in the left atrium and it was fully contained in the access system upon removal from the patient.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman access system (was) with the related watchman delivery system (wds) inside the sheath. The devices were bloody and were soaked in a warm water bath for two weeks. Despite soaking, the devices could not be separated. While trying to separate the devices, the sheath of the wds separated, with part of the wds sheath remaining in the was device. The sheath of the wds was buckled near the hub area. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (misshapen/delamination/stretched), sheath damage (buckled/kinked) for 10.5 cm that started at the tip and at 20 cm (from tip) for a length of 1.5 cm. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿10. Under fluoroscopic guidance, align the most distal marker band on the delivery system with most distal marker band on access sheath. Once marker bands are aligned, stabilize delivery system, retract access sheath and snap together as access sheath/delivery system assembly.¿ (p 13, step 10). ¿a. Advance tip of access/delivery system assembly up to face of device (do not unsnap). B. Fix deployment knob with right hand and gently advance access/delivery system assembly over shoulders of device. Position right thumb against delivery system for stability. Resistance will be felt as device shoulders collapse. Continue to advance assembly until device is completely collapsed and recaptured (past anchors).¿ bsc ID: (B)(4). Tw (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that both the watchman laa closure device and delivery system and watchman access system were kinked during the full recapture. The physician was able to fully recapture the closure device in the left atrium and it was fully contained in the access system upon removal from the patient.